Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure to treat internal hemorrhoids performed on (B)(6), 2024. During the procedure, the device could not be deployed as the bands were "knotted." The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, the device could not be deployed as the bands were "knotted." The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the only component returned was the handle. The handle slot had evidence that the trip wire was secured. It was also found that the trip wire was tangled up inside the handle, which would not allow the handle rotation. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator housing was not returned and only the handle assembly was returned for analysis. Upon analysis of the returned component, the handle showed evidence that the trip wire was secured to the handle slot, and the trip wire was tangled up inside the handle, it would not allow the handle rotation. The reported problem might have to do with how the trip wire was assembled by the physician during the preparation of the device before the procedure, if it was not passed through the handle wheel correctly, the trip wire can get tangled up inside the handle combined with the force applied to the handle in order to deploy the bands, consequently, causing the inability of the device to deploy the bands; however, rue to lack of evidence and without proper evaluation of all components of the device, the most probable cause of the reported problem cannot be established.